Event description:
During a re-intervention for prophylactic replacement, cross-talk (or far-field sensing) was reported on the ventricular channel on one or two cycles during sensitivity tests and device programming. It was still observed after the ventricular sensitivity was reprogrammed to 0.6mv. The same behavior was already observed on the previously implanted device, and it was observed both during inductive or rf telemetry.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a re-intervention for prophylactic replacement, cross-talk (or far-field sensing) was reported on the ventricular channel on one or two cycles during sensitivity tests and device programming. It was still observed after the ventricular sensitivity was reprogrammed to 0.6mv. The same behavior was already observed on the previously implanted device, and it was observed both during inductive or rf telemetry.